Event description:
A serious injury event was reported via voluntary mw5180374 for unspecified band-aid waterproof bandage. A 49-year-old female consumer reported using the product ¿to cover some lesions on my stomach and hip. They say they are made without natural rubber latex. I am allergic to latex and read labels carefully. A few minutes after applying the bandages I started itching and thought it was just dry skin. Soon after I felt my skin burning and looked at the areas covered in band-aids. The area was swollen and red, burning and itching. I removed the bandages and now have large red mounds with peeling skin where the adhesive was.¿ event date reported as (B)(6) 2025. No further information was provided. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2026-00001 & 2214133-2026-00001. The same patient is represented in each medwatch and two voluntary medwatches were received for this patient. See mw5180287 & mw5180374.

Manufacturer narrative:
In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A5: ethnicity was not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA notapplicable babgenusunsp babgenusunsp, lot number ¿ ni. D4: 510(k) exempt, device I complaint. UDI is not required. UDI: ni upc: ni expiration date: na lot # ni d9: device is not expected to be returned for manufacturer review/investigation d10: other (non-kenvue) concomitant products used: atorvastatin 10mg start date: unknown product stop date: unknown levothyroxine start date: unknown product stop date: unknown losartan 25mg start date: unknown product stop date: unknown metformin 1000mg start date: unknown product stop date: unknown h3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e1704 refers to the consumer alleged for ¿had burn on skin/soon after felt skin burning/ burning/area was swollen and red with peeling skin¿ (burn) e0402 refers to the consumer alleged for ¿hypersensitivity/allergic reaction few minutes after applying felt itching¿ (allergic reaction) e1724 refers to the consumer alleged for dry skin (skin disorder) e1710 refers to the consumer alleged for having large mounds (skin disorder) e2402 refers to consumer "intentional misuse/off-label use" of the product. F12 - refers to serious injury/illness/impairment voluntary mw5180374 was received on 05-jan-2026. In this report, the consumer alleged a serious injury. This case is being reported out of an over abundance of caution. The consumer used the product to cover ¿some lesions on stomach and hip¿ (interpreted as misuse) and reported having ¿a burn on skin¿ (event interpreted as burn on skin, subsumed skin burning, area swollen and red, peeling). There was also report of dryness at the site of application along with ¿large mounds¿ (coded to localized skin lesion). However, there was no report of any health care professional consult nor any treatment details reported. Case assessed as serious injury as the consumer labeled ¿type of event¿ as serious injury. Therefore, case was processed in alignment with receipt of voluntary medwatch report (mw5180374) and coded with health effect impact code of serious injury/illness/impairment to reflect that information. Will reassess if any additional details about product usage and duration of use, events attributed to product use, treatment taken, health care professional consult, diagnosis if any, event outcome, underlying medical history and concomitants become available. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2026-00001 & 2214133-2026-00001. The same patient is represented in each medwatch and two voluntary medwatches were received for this patient. See mw5180287 & mw5180374. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.